Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of remote transmission revealed diagnostics anomaly; there was a discrepancy between a patient's implantable cardioverter defibrillator battery longevity in january 2021 and the longevity in february 2021. Further review of the data revealed, the battery function was normal. No intervention was reported. The patient was stable condition.